Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard issue had been identified as intermittent connectivity problems, potentially due to a loose or faulty usb connection or environmental factors such as dust or debris. A field service engineer had reseated the usb connection, tested and replaced the keyboard, cleaned the electronics drawer, comm sled, power supply, bioid, and keyboard cover, and tightened the barcode scanner cradle. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard was not working. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.